Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a one-week post-operative device check and it was observed that the device had reached elective replacement indicator (eri). Logfiles were reviewed by boston scientific technical services (ts). The eri condition appeared to have occurred due to the device unexpectedly performing a battery measurement just following a high energy charge during implant. This battery measurement occurred during an unusual telemetry condition, and it is not typically performed until 2 weeks post-implant. This unexpected battery measurement is lower (eri voltage) since it was commanded in close proximity to a high energy charge, which resulted in a temporarily low voltage reading. The patient presented back for another follow-up and the device battery remaining was confirmed at 100 percent. No further issues have been reported. The device remains in service.